Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device and electrode were explanted and replaced as a result of a system infection. No additional patient consequences were reported.

Event description:
It was reported that the device and electrode were explanted and replaced as a result of a system infection. No additional patient consequences were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to correct the patient code and include the patient ID number in tab a.